Event description:
While attempted to gain access in the rt femoral vein for a ptca, the coating on a guide wire became detached from wire, whereby ending up in the pulmonary artery (prob sheared off by needle.) The detached/migrated segment of guide wire coating was removed by mo. He used a wire snare to remove it from pulmonary artery.